Event description:
(B)(4). It was reported that on (B)(6)2022, a 28mm sjm¿ séguin annuloplasty ring was implanted in a patient. On (B)(6)2023, device was explanted due to severe mitral regurgitation and had the patient had weakness and shortness of breath. The device was replaced with a 29mm epic valve. The patient is stable.

Manufacturer narrative:
An event of mitral regurgitation 9 months after implant with an annuloplasty ring and so a prosthetic valve was implanted was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient's native valve had severe regurgitation, which resulted in the valve needing to be replaced. It was also indicated that the event was unrelated to the device but was related to the implant procedure. There is no indication of a product quality issue with regards to manufacture, design, or labeling.